Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced heating at the ipg site, patient had infection at the ipg site. As a result, patient was administered oral antibiotics to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was administered oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.